Event description:
On 6/11/99, the MFR received the involved device which was identified as a 6cfn. The corrected information, device evaluation results as well as the status involving a product advisory remedial action is found on this submission.